Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted one needle detached with no suture. Further microscopic inspection, instrument marks were noted near the swaged end of the needle. Microscopic inspection of the needle swage noted suture material inside the swage. Additional microscopic inspection of the rest of the needle noted no bent sites and broken off sites. All parts of the needles were received. As no sealed samples were returned, a needle attachment test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. The needle should always be held in the middle where the diameter is greatest. Grasping the needle near the swaged end could cause bends or breaks, or damage the connection between the needle and suture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a umbilical hernia procedure, the needle part of the device broke. Another suture was opened and used to complete the procedure. There was no patient injury.